Event description:
While doing abdominal hysterectomy, tip of allis forcep broke off. Xray was taken of pelvis with negative results. Tip was later found outside the pelvis, prior to closing. There was no additional surgery required, pt is ok. Instrument is 16 years.